Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements low and out of range during an implant procedure check. Technical services (ts) was consulted and explained that the condition could be related to either a short circuit or electromagnetic interference (emi). After multiple troubleshooting steps were performed, the issue was resolved by disconnecting the electrocautery device being used during the procedure, after which normal shock impedance measurements were obtained. This device remains in service. No adverse patient effects were reported.